Event description:
A malfunction on the pump was reported by the caller, but there were no notable events that occurred prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information on how to reset the pump; however, the caller was unable to perform the reset. They were advised to call back to inform technical support if the pump reset resolved the issue.